Manufacturer narrative:
A team review of the complaint was performed on june 5, 2009. The device history was reviewed and it was found that the device met all inspection and testing requirements prior to release. No discrepancies were noted that could have contributed to the failure. Physical examination of the returned product: the catheter was received in two pieces. Separation of the catheter occurred along the proximal catheter blue shaft body, just proximal to the window section, approximately 32cm from the distal tip. No other damage was noted on the returned device. The wall thickness (wt) was measured at multiple points: point of separation, sample wt, and the thinnest perceived wt and all were found to be within specification. The results of the investigation indicate the catheter was manufactured to specification. (B) (4).

Event description:
The catheter functioned with no problem through the first pullback over a highly calcified lesion and was withdrawn from the pt body. The shaft was found separated when the distal tip of catheter was inserted in the artery for the second ivus; the catheter was immediately withdrawn. The broken shaft was confirmed upon removal, but it is not clear when the separation occurred nor if it occurred inside the pt body or not. The location of shaft separation: blue tube at the joint of blue and clear tubes. The catheter was not used for the rest of procedure. No pt injury or impact was reported.